Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported that the fastclix lancet stayed stuck in her finger-did not retract after firing; lancet did not break off in her finger. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.